Event description:
It was reported to philips that the device is displaying a red x in the ready for use (rfu) indicator. The device was not in use on a patient and no adverse event to a patient or user was reported.